Manufacturer narrative:
The pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The pump history and trace files were successfully downloaded using thump. There were no pump error 38 alarms during testing. A review of the pump history file reveals the pump experienced a total of (B)(4) pump error 38 alarms, listed below: (B)(6) 2023 two (2) 09:50 and 13:00. (B)(6) 2023 one (1) 20:07. (B)(6) 2023 one (1) 04:20. (B)(6) 2023 five (5) 05:36, 05:38, 2x 05:39, and 19:46. (B)(6) 2023 two (2) 15:15 and 15:21. (B)(6) 2023 one (1) 07:40. (B)(6) 2023 one (1) 13:31. (B)(6) 2023 one (1) 14:31. (B)(6) 2023 one (1) 16:23. (B)(6) 2023 one (1) 17:02. (B)(6) 2023 one (1) 17:11. (B)(6) 2023 one (1) 20:52. (B)(6) 2023 two (2) 11:44 and 18:35. (B)(6) 2023 two (2) 16:03 and 16:04. (B)(6) 2023 four (4) 16:16, 17:20, 17:22, and 17:30. (B)(6) 2023 one (1) 11:00. The pump was cut open to perform a visual inspection. No evidence of physical or moisture damage was found on the electronic assembly (pcba 1 and pcba 2). Rust and corrosion were found on the motor, force sensor, and motor home switch. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, stained keypad overlay, cracked battery compartment at the corner of the belt clip rails, and pillowing keypad overlay. No pump error 38 alarm occurred during testing. Pump error 38 alarms (found in the history files) are confirmed due to a corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received 'no motor movement or negligible movement' alarm (pump error 38). No harm requiring medical intervention was reported. Troubleshooting was performed and customer was able to clear the alarm but pump failed displacement test. Advised customer to replace insulin pump. The customer will discontinue to use the pump and revert to health care professional¿s plan. The insulin pump will be returned for analysis.